Event description:
The patient reportedly experienced sound quality issues and overly loud sensations followed by a loss of lock. External equipment was exchanged and programming adjustments were made by the clinic. A decision was made to explant the patient's device. This surgery will be scheduled.